Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they put in their blood glucose level and calibration did not come up. The customer's blood glucose level at the time of incident was 419mg/dl. The customer's level rose to 447mg/dl and the customer treated with the pump. The customer declined to troubleshoot for the highs, due to customer being on antibiotics from previous sickness. The customer understood high may be attributed to the antibiotics. Troubleshoot was conducted, and the customer was advised of optimal calibration time. The customer is being sent out courtesy replacement sensor.